Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. Data was provided for investigation. Data investigation could not confirm an unspecified issue. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6)2024, it was reported that the patient experienced a hypoglycemic event after which they loss consciousness. The night before the event, when the patient went to sleep, the cgm reading was 120 mg/dl. While asleep, around 03:00/03:30am, the patient´s husband noticed that she had a seizure and went unconscious. The husband did not recall getting any alerts nor error message on the cgm device and could not remember what the cgm reading was at the time of the incident. An ambulance was called, and the patient was brought to the hospital. At the hospital a fingerstick was taken and the blood glucose reading was 9 mg/dl, the cgm device was already removed by this time. The patient was treated with intravenous glucose and was transferred to a trauma hospital. There was no further information regarding treatment from the other hospital, but the patient was discharged after 3 days. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.